Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/21/2016 with the following findings: investigation revealed a battery compartment crack from the top. The battery cap was also damaged; the threads were observed to be stripped and the battery cap was unable to secure to the pump. Unrelated to the complaint, the date/time defaulted to factory settings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack from the top. The battery cap was also damaged; the threads were observed to be stripped and the battery cap was unable to secure to the pump. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 09/21/2016.